Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge was leaking insulin. Customer's blood glucose was 280 mg/dl. Reportedly, a new cartridge was loaded successfully.